Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their dentist advised them to stop the aligner treatment and to see an orthodontist. The patient has an appointment with an orthodontist in (B)(6) 2025.